Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable as there is no indication lens was explanted. Device evaluation: the device was not available for evaluation as it remains implanted. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor placed the intraocular lens (iol) in the sulcus due to an anterior rant (no vitreous loss). After the iol was injected, the doctor noticed a scratch on the lens. The scratch was off center. An experienced technician loaded the lens and the doctor doesn¿t believe the technician damaged the lens. No additional information was provided to abbott medical optics.